Event description:
Additional information: the patient required hospitalization and experienced the following: fever, vomiting, neck pain, and stiffness. Meningitis occurred following implant. A cerebrospinal fluid leak (csf) at the spine had re-accumulated and became infected. Csf had tested positive for bacteria on (B)(6) 2012. The pump and catheter were explanted on (B)(6) 2012. The patient recovered without sequelae in regards to their "serious injury/illness".

Event description:
It was reported that the patient experienced "nothing but problems since the pump was put in". The patient continued to have fluid collection at the base of her spine and has had 2 revisions. The patient presented with abdominal pain, fever, elevated crp; the wbc was normal but the physician was concerned about infection. The physician in the emergency room planned to do a catheter access port aspiration. It was also noted that the pump pocket also appeared "a little swollen". The pump delivered lioresal.

Event description:
Additional information received that the patients' status was debilitated prior to implant of the device system. It was indicated that the patient was treated with perioperative antibiotics. It was noted that the catheter was the primary location of the infection. A cerebral spinal fluid (csf) culture was obtained and citrobacter koseri was the type of organism found. Treatment included both oral and intravenous (IV) antibiotics. The infection was reported as resolved and there was no drug withdrawal noted. The drug delivered via pump was gablofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter explanted: 2012 (B)(6). (B)(4).

Manufacturer narrative:
Catheter: model # 8709sc, serial # (B)(4), implanted on: (B)(6) 2012, explanted on: unknown. (B)(4).